Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that customer is experiencing high blood glucose levels. It was also reported that the insulin pump excessively alarmed no delivery. Customer stated that the cannula is bent and she was not allowing insulin to warm to room temperature. Customer's blood glucose reading was 500+ mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.